Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported two sizeable cracks on his insulin pump's battery cap about a quarter of an inch large. Customer's blood glucose was 60 mg/dl. He has eaten. Customer stated he has fallen a few times. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.